Event description:
During index procedure the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the mid lad. On the same day, the patient suffered a myocardial infarction (mi). It is unknown if the reported mi was related to the target vessel. The investigator indicated that the reported mi was unlikely related to the study device. Thirty two days post index procedure the patient suffered another mi. The reported mi was unrelated to the target vessel. The investigator indicated that the reported mi was unrelated to the study device.

Manufacturer narrative:
(B)(4). Evaluation results: myocardial infarction.

Event description:
Additional information received confirmed that the second mi occurred 33 days from index procedure.

Event description:
Additional information received in relation to the mi event date which occurred 33 days post index procedure.